Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -10.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022, the lens was exchanged for a longer length lens due to low vault without rotation and lens opacity. The problem was resolved. Cause of the event is unknown. Reportedly, "cornea clear, icl centered, mild anterior subcapular catract."